Event description:
Per customer, states when driving forward in cruise, chair unilaterally drops speed significantly for a period and then goes back up. Says it jars him when it does it at a higher speed. He is a very high level quad; so he has basically no trunk control.